Event description:
It was reported that when the patient connected the controller ac adapter to the controller the recognition sound did not sound several times. The patient was worried that the malfunction might have occurred because there was no effective alarm when the recognition sound did not sound. Furthermore, the controller ac adapter connection was unstable, and that the connection was sometimes disconnected. The assembly of the controller ac adapter has already been checked and confirmed to be correctly assembled, but the issue still occurs, causing the patient to feel uneasy about its use. Due to the above complaints and the unease about continued use, it has been decided to replace the cac adapter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ac adapter ((B)(6)) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual inspection and functional testing. The controller ac adapter was able to adequately provide power to a test controller, no abnormalities were observed. The ac adapter was able to connect to a controller and performed as expected. As a result, the reported event could not be confirmed. A possible root cause of the reported event can be attributed, but not limited, to a marginal connection between the controller and controller ac adapter. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.